Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient has a medical history of chronic pain. The hcp stated that they explanted the device per the patient¿s request. The patient was non-compliant with charging and not receiving benefit from the therapy. There were no diagnostics/troubleshooting performed. The patient had been programmed and followed per normal procedure. The last note they had was that the patient was receiving 60% pain relief and satisfied with therapy. The explanted device was discarded by the customer. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.